Manufacturer narrative:
Additional information: h3: device evaluation: the lens was returned dry in a microcentrifuge. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -08.50/+2.5/071 (sphere/cylinder/axis) (implanted vertically), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with another same model/length lens (implanted horizontally) and the problem was resolved. The cause of the event was unknown.